Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ii us mr 3.50 x 16mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent was outer diameter measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube break 36cm distal to the distal end of the strain relief as well as multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. A 3.50 x 16 synergy drug-eluting stent was selected for use. However, while pushing over the wire, it was noted that the shaft broke approximately 12 inches from the hub. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. A 3.50 x 16 synergy drug-eluting stent was selected for use. However, while pushing over the wire, it was noted that the shaft broke approximately 12 inches from the hub. The procedure was completed with a different device. There were no patient complications reported.